Event description:
The account alleged that the hi/low goes up on its own. No pt impact.

Manufacturer narrative:
The account found that the trendelenburg switch was engaging when weight was applied to the end of the bed. The account replaced the cable assembly for the trendelenburg mechanical limit to resolve the issue.